Event description:
It was reported that the device was used in a laparoscopic cholecystectomy procedure. It was reported "the device would not clip. The clips would just come right off when they tried to clip the cystic duct." A new device was opened to complete the case. The case was extended by 20-30 minutes with no patient consequence.